Event description:
Dealer states joystick intermittently freezes on when trying to power down, says goodbye at the bottom of screen.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.